Event description:
The complaint is reported, via maude report, as: the customer alleges that there was not a tight connection between the large neonate oxygen mask and the ambu bag. This required the team to have to continually re-connect the device to continue CPR. Intervention - the team got another large neonate mask to ensure the connection remained secure.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.